Manufacturer narrative:
Product complaint # (B)(4). The following additional information has been requested and was obtained: do you have any pictures of the reaction? No pictures are available. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. It was judged that the adhesive is the possible cause because the inflammation cured relatively quickly after removal of the adhesive and application of medication or ointment. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and topical skin adhesive was used. Immediately after using the adhesive, wheals spread over the abdomen from around the application site. The adhesive was removed. Medication and ointment was applied then the inflammation was cured. The patient has been recovered without problems after the event. The lot number is unknown. Further details are not provided no sample will be returned.